Manufacturer narrative:
(B)(4). Problem of lead suture broke. Visual and functional analysis of the returned uphold lite w/ capio slim device revealed that the suture on the blue with white stripe dilator was broken. Visual analysis of the mesh component revealed no damage to the mesh. Functional analysis of the suture capturing device revealed no damage. The most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during an anterior repair procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the bullet would not deploy and was stuck in the capio carrier. The procedure was completed with another uphold lite with capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results: the suture on the blue with white stripe dilator is broken.